Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). The reported lot# 22a03-tc was not found for the reported catalog# py2101ncm. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the neutraclear¿ 2-way extension set connection was loose and leaked blood into the patient's bed. The following information was provided by the initial reporter, translated from dutch: "called out by nurse that punctured's central line loosened was lying loose in bed. Grandmother present, has immediately closed the line with her hands. Acted very fast, though there was blood loss in bed. Unclear how much."

Event description:
It was reported that the neutraclear¿ 2-way extension set connection was loose and leaked blood into the patient's bed.the following information was provided by the initial reporter, translated from dutch: "called out by nurse that punctured's central line loosened was lying loose in bed. Grandmother present, has immediately closed the line with her hands. Acted very fast, though there was blood loss in bed. Unclear how much."

Manufacturer narrative:
H6:investigation summary a py2101ncm product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22a03-tc. The customer has reported that they experienced a disconnection of the extension from the patients central line; however no further information was available to clarify the nature of the customer's experience.the details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 22a03-tc did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the py2101ncm set in the past 12 months.